Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on either (B)(6) 2007 or (B)(6) 2008, however, it is unknown which. According to the complainant, the patient experienced injuries, but the exact nature and date of onset of the injuries are unknown. Additional information is unknown and reportedly unavailable.

Manufacturer narrative:
The patient's implant took place at either (B)(6) hospital or (B)(6) hospital, both in (B)(4), it is unknown which.